Manufacturer narrative:
Other, other text: investigation completed on a smiths medical fluid warming/level 1 hotline low flow systems - hl-90. Reported problem of faulty display was confirmed while testing device and isolated to pcb board. The physical condition of device on arrival revealed, wear and tear damage to enclosure, front cover, drain fitting, water tank cover, and line cord. Action was taken to replace the pcp board. Additional maintenance included: replaced drain fitting, enclosure, water tank cover, front cover, line cord, hl-90 switch label, and reflux plug 90 due to visual damage. Device passed all testing. Additional information: h6 updated no patient involvement as event occurred during testing. No audible alarm.

Event description:
It was reported that the pump on the level 1 hotline low flow system (hl-90) had a faulty display. No patient injury or complications were reported in relation to this event.